Event description:
It was reported by customer that the needle is warped. It will not luer-lock into syringe. During use. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Pr 14189601 follow up for device evaluation. The customer reported that the needle was warped and would not luer lock into the syringe. To support the investigation, one needle in an opened blister, a 3ml syringe in an opened blister, and three photographs were received for evaluation by the quality team. Visual inspection identified no defects or imperfections at the needle hub or elsewhere on the needle. The needle assembled to the 3ml syringe without difficulty, and saline was drawn into and expelled from the syringe with no issues. No leakage was observed. The three photographs depict a packaging blister top web. A device history record review was completed for material number 305196, lot 5262158. The review did not reveal any quality issues during production that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections met specification requirements. No similar events have been reported to date for this lot. Based on the investigation, including analysis of the returned sample, the reported symptom could not be confirmed.